Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was returned for power error alarm. No power error alarms noted on detailed trace/long trace downloads. Power management tool confirms the unloaded voltage and loaded voltage are within specifications. The insulin pump was received with minor scratched display window, case and keypad overlay texture damaged. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump had alarmed power error. The customer's blood glucose was 16.9 mmol/l. Customer was informed how to restart the insulin pump, however the customer agreed on a replacement. The insulin pump is not returning for analysis.